Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charge-coupled device (ccd) unit was broken while the user was handling the device which led to the suggested event. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation. The charge-coupled device cover lens was scratched, the insertion part on the a-rubber distal sheath glue was chipped, the universal cord was scratched, and the coating was peeled off, and the angulation was less than the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a fibroscopy procedure, the video cable on the evis exera ii bronchovideoscope was found to be defective. The subject device was inspected before use, and no abnormalities were found. The intended procedure was completed successfully with a similar device. Due to this issue, the procedure was delayed by an additional ten (10) minutes. However, the patient was not under anesthesia. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the scope did not display an image due to a broken charge-coupled device unit. This report is to capture the reportable malfunction of the no-image displayed on the device noted at estimation.